Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 events were reported for this quarter. 9 devices were received for evaluation. 9 events were confirmed during testing. 9 devices were found to be affected by debris. 1 device was not available to stryker for evaluation. 9 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction event in which the device had a stuck safety switch, which can cause unintended activation. 9 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact.